Event description:
During the investigation of an unrelated complaint for monitor sn (B)(4), a reportable problem was detected. The monitor was unable to power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As received, the monitor was unable to power on. Upon further eval, it was found that the flash memory chips (components u102 and u105) were corrupt and needed replaced. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted from the corrupt memory. The pt received a replacement monitor.